Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "when the surgeon was performing bha on (B)(6) , he found out a fragment of metal in the pt hip. Therefore, he removed it from the pt hip. The surgery was completed without problems."